Manufacturer narrative:
Images of the patient were lost and had to be retaken on another system due to external damage to the detector. The corrective action for this issue is to replace the detector. No patient injury was reported.

Event description:
Patient images have been lost requiring the exposure of an images on another system.